Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap cholecystectomy - "fired multiple clips without giving adequate homeostasis from original clip. This resulted in 300 ml blood loss. No case delay more than 30 minutes. Opened 2nd device, autery, surgical x 2 thrombin, gelfoam & applied pressure." Patient status - n/a.

Manufacturer narrative:
The event unit was returned for evaluation. Upon visual inspection, engineering found no evidence of component damage. During functional testing, all clips loaded and closed properly. The exact root cause remains unknown as engineering was unable to replicate the customer's experience. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. Applied medical continuously seeks to improve the form, function, and ease of use of its products and is currently researching possible device and process enhancements. On march 18, 2016, applied medical issued a voluntary class ii recall of the ca090 direct drive clip applier due to increased customer feedback indicating inconsistent clip application, which has the potential to lead to unoccluded vessels. An internal corrective action request has been initiated to conduct a thorough investigation and implement appropriate corrective actions. FDA has issued recall number z-1621- 2016 for this recall.